Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) fiber optic was broken and the case handle for the cart was not closing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced the fiber-optic sensor extension cable assembly (0012-00-1562) and the slide handle assembly (0997-00-0587). The fse performed a full pm, calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer for clinical service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a